Event description:
It was reported that the device is stiff when released. Surgeon was able to complete the surgery with this device but there was 45 minutes delay. No adverse consequences reported with the patient as a result of event. This device is used for treatment.